Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump was emitting a constant vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the pump powered up to the verify screen with auditory and vibratory features. A constant vibration condition was not duplicated during testing. The pump cover was removed to find internal moisture on the printed circuit board and internal components. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover.